Event description:
The hosp reported that during an endoscopic vein harvesting procedure, three short port btt black inflation valves dislodged. As a result, the balloons would not remain inflated. Replacement kits were used to complete the procedures. The hosp did not report any pts' complication. Since it is unk the date of event(s), the quantity used in each event, all three will be tracked under one case. This report is for the third device.

Manufacturer narrative:
After the procedure, the hosp discarded the product. Based on the reported complaint, this is a case of the valve backing out of the luer fitting causing the balloon to deflate due to a defective valve subassembly. (B)(4).